Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient noted that their stimulator was ¿coming up on the due date to be changed.¿ the patient did not feel stimulation if they were sitting down relaxed but if they arched their back then they would feel the stimulation like a strong jolt. This issue had been present for about 2 years prior to the report. It was noted that the lead was involved with the event but the cause of the event was not determined. The patient was referred to another doctor for evaluation and a revision. The referral appointment was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # v003283, implanted: (B)(6) 2006, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # v003283, implanted: (B)(6) 2006, product type lead. (B)(4).